Event description:
Dealer alleges the right side top pin on the frame of the trsx5 wheelchair broke off causing the front riggings not to attach to the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.